Event description:
This customer reported unexpected messages indicating a pads connection issue. This occurred during patient care. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.